Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Reported that the femoral head was dislocated from the stem two days ago after the surgery.